Manufacturer narrative:
Technical services reviewed lead measurements with the field representative; rv lead measurements were within normal limits. It was noted the rate/sense portion of the defibrillation lead had been capped as the physician had preferred to retain the rv pacing lead when the patient was upgraded from a pacemaker. The field representative also reported that the device was reprogrammed to make the rv less sensitive, which appeared to resolve the oversensing issue. The physician planned to continue monitoring the patient and lead. No adverse patient effects were reported. The lead remains in service without further complication.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated that a revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) pacing lead was oversensing atrial activity. Rv pacing was inhibited during atrial fibrillation, with pauses of up to 2.5 seconds observed. It was noted the patient was asymptomatic during these pauses.

Event description:
Additional information indicated that the patient also received inappropriate therapy. All lead measurements remain within normal limits. The observed behavior was unable to be reproduced. The field representative indicated that a revision procedure was scheduled for the near future.